Event description:
(B)(6) home health registered nurse (rn) reported run button on pump is not working. Registered nurse (rn) tried turning it off multiple times and replacing batteries. Registered nurse (rn) states it will not run once it gets to that screen and the screen near the run button seems blacked out. Registered nurse (rn) confirms patient received gravity tubing and will infuse gravity for this infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: cerezyme sdv - 3200 units. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.